Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿a connection issue¿ between the titanium adapter and the patient connector of a minicap extended life pd transfer set. This occurred during treatment for peritoneal dialysis therapy. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.